Event description:
Using a libre 3 plus cgm. Alarmed multiple times with low blood sugar 50-55 starting around 0224 on (B)(6) 2025 in the early morning. Causing me to get out of bed and treat what I thought was a critical low blood sugar. I verified it by fingerstick glucometer and the reading was 116. This has occurred more than one time on more than one sensor. On my previous libre 3 plus sensor I had this happen multiple times over a period of 3 days and at that time I did not have any blood test strips for a glucometer. After getting some test strips and testing my blood glucose level it was >300 which required extra dosing of insulin. It took approx. 5 days to get my blood sugar under control again. I did called abbott and report this incident due to the potential critical situation and what actions I had to take to get my blood sugar under control. The company would not take my compliant about the product or listen to my concern or even record my situation due to me not having a glucometer at the exact time. I dare to think if I had been an older adult not understanding what could be happening that this could have become a critical situation. Abbott should have listened to my complaint/concern and at bare minimum requested that I return the cgm for investigation. My concern is that I was treating for a low blood sugar when in fact it was not and at one point my blood sugar was >300 while the cgm was reading that it was 120-130. Huge margin of error that could become much more critical. Reference report: mw5165433.